Event description:
A customer reported contamination on heater cover on the instrument applied biosystems 7500 fast dx (cat. No. 4406985) with serial no. (B)(4), resulting in incorrect results reported for an assay run. No pt involvement reported. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The repair completed by replacing heater cover. The instrument passed all specification tests after the heater covered was replaced. This device is used to obtain results for a diagnosis. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts the to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.